Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a 4 cm in diameter thoracic ulcer. It was reported that the patient presented emergently. Prior to inserting the valiant delivery system and gap was noted; however, the physician was able to push the delivery system back together and get rid of the gap. The valiant delivery system was inserted; however the tip would not meet the sheath (gap), when the doctor tried to put the device up it would not go because of a tight iliac. The device did not kink. The device was removed and a second valiant stent graft was then successfully implanted. At the end of the case the patient¿s pressure started to drop. The physician then opened the patient and noted that the right iliac back wall was torn. The physician had to put in a covered stent 9x10 and a reliant balloon was used to control the bleeding. After spending 2 days in the ICU and receiving 4 pints of blood the patient is doing fine. No additional clinical sequelae were reported. Evaluation summary: device was received its evaluation showed there was a gap between the graft cover and tapered tip. The root cause of the event could not be conclusively determined; however, may have been due to the compressive force applied by the tip capture release handle.

Manufacturer narrative:
(B)(4). Evaluation conclusion: failure to follow instructions (use of a damaged device).